Manufacturer narrative:
Additional information: d1, d4, d9, g1, g4, h3, h6 (update codes), h11. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The priming, pressure test and clear passage test were performed, and no defect was observed. A backflow functional test was performed to check the general function of the check valve; however, no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication backflow was observed from an unspecified secondary set up into the primary bag of normal saline (ns). The issue occurred during a maintenance infusion of ns (0.9% sodium chloride) at a rate of 5 ml/hr for the patient. This caused the ns bag to collect medications that were intended for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.